Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
The valve has come loose. The patient got stuck with the catheter. The valve was changed in the clinic. Please find answers from our customer for clarification regarding the patient got stuck with the catheter: was there skin broken? Unknown to me. Was there any medical intervention required? Unknown to me. Was this referring to the in dwelling catheter or the bottle catheter? Catheter 50-7050.